Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. The device could not be provided for evaluation. The imaging provided shows the coalition mis spacer at the c4/c5 level had subsided. Coalition mis with anchors is indicated for use at one level with supplemental fixation. The device was used off-label because coalition mis was implanted with anchors at two levels and without supplemental fixation. No determinations could be made as to the cause of the reported issue.

Event description:
It was reported that a coalition mis spacer has migrated post operatively.